Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, de novo target lesion was located in the moderately calcified left anterior descending artery. After a 4.0/6f non-bsc guide catheter was inserted and a guidewire crossed the lesion and pre-dilated with a 2.0x20mm balloon catheter, a 38 x 2.75 promus premier select drug-eluting stent was advanced but failed to pass through the lesion. Furthermore, when the stent was withdrawn, it was noted that the stent strut was damaged. The procedure was cancelled and there were no patient complications reported. The patient's status was stable.

Manufacturer narrative:
Used (B)(6) 2022 as event date since the correct date was not provided.